Event description:
It was reported that during a small bowel resection procedure, on the 2nd firing, the user went to fire the device and the firing knob broke off. A small piece fell into the patient and was retrieved without any issues. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any staples deployed or cut line started prior to the firing knob breaking? No cut line or staples were deployed on the 2 firing. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.